Event description:
It was reported that the foley catheter fell out due to a water leakage 5 hours after the placement.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest for 30 minutes with no observed leaks. The catheter balloon was passively deflated with no issues or cuffing noted, and the balloon concentricity was observed to be 50:50. This meet specification per inspection, which states, "shaft shall be free of kinks, cuts, tears and irregular surfaces." Aive length of the catheter balloon was measured (0.6505") and found to be within specification (0.60"-0.90") . No root cause could be found because the reported event was unconfirmed. The device history record review was not required as the reported event was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter fell out due to a water leakage 5 hours after the placement.